Event description:
The customer reported that while the unit was in use on a patient, the unit went into shutdown mode and displayed "system failure". The biomed found that the unit displayed a random pattern of pixels. The patient was switched to another unit and therapy was continued. No patient injury was reported.